Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however product still not returned. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to unknown product performance anomaly and a new lead was placed. No adverse patient effects were reported. Additional information indicated that this lead was not implanted successfully at the left bundle branch due to bent helix after multiple attempts. The lead will not be returned.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to unknown product performance anomaly and a new lead was placed. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to unknown product performance anomaly and a new lead was placed. No adverse patient effects were reported. Additional information indicated that this lead was not implanted successfully at the left bundle branch due to bent helix after multiple attempts. The lead will not be returned.